Manufacturer narrative:
The device was not removed. A review of the complaint record has found no other instances of similar events for this lot. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. It was noted that the patient was hospitalized prior to passing away due to an infection that the physician did not feel was related to the device, but rather to the patient's comorbidity as a diabetic. The infection was treated and resolving, and the patient had been discharged from the hospital. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.